Manufacturer narrative:
Device received with all operating currents within specification and passed self-test, a21 error test and displacement test. No unexpected low battery, weak battery , battery out limit or failed battery test alarms noted during testing. Device alarmed motor error during basic occlusion test due to faulty force sensor resistor .unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to motor error alarm. However, device passed rewind test and displacement test. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had failed battery test alarm and insulin pump was loose power without warning. The customer¿s blood glucose level was 300 mg/dl at the time of the incident. Contacts was not missing or damaged. Customer stated that they experienced high blood glucose. Customer was treated with insulin shot. The insulin pump will be returned for analysis.